Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that technical services (ts) received an email from the vad coordinator asking to go over the patient's log files as soon as possible due to there being a number of low flow alarms on the patient's controller while the patient was in the clinic. Ts reviewed the log file and reported that it contained a few low flow estimates and actual low flow hazard events throughout the file. The flow appeared to be fluctuating near the alarm threshold of 2.5 liters per minute. These flow readings did not appear to be the result of any equipment malfunction and appear physiological in nature. Additional information received on 16sep2020 reported that the patient has not had any additional alarms since a speed adjustment was made on his device during a clinic visit on (B)(6) 2020. The patient denies any symptoms before or after this speed adjustment. Speed was increased under echocardiogram due to concerns of mild to moderate right side heart dysfunction. The pump flows improved with the speed adjustment. Additional information received on 17sep2020 confirmed that the concern for mild to moderate heart dysfunction for this patient was believed to be related to an issue with the lvad therapy, primarily pump speed. There are plans to repeat echo during the patient's next visit to assess speed changes that were made to the pump. The patient has hypokinetic movement of the outer right ventricle (rv) wall.

Manufacturer narrative:
Section h6: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported right heart dysfunction, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2020. The log file captured 125 low flow controller fault flags when calculated flow dropped as low as 2.3 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 27 persisted for at least 10 seconds to trigger low flow hazard alarms. No other atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended. A direct correlation between the patient¿s right heart dysfunction and the low flow alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas IFU also lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options, including rvad placement. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.